Manufacturer narrative:
Following the reported event, a steris service technician arrived onsite to inspect the 4095 surgical table and found no issues with the function or operation; the reported event was unable to be duplicated. The technician further inspected the armboard and table mounting side rail and confirmed the accessories to be operating according to specification. No repairs were required, and the table was returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the right arm board to their 4095 surgical table "slid from the rail and fell" onto the patient. No report of injury.

Manufacturer narrative:
A steris service technician contacted the user facility to obtain information regarding the reported event. User facility personnel stated that they are unable to locate the 4095 surgical table subject of the reported event. User facility personnel were also unable to provide information regarding details of the reported event. As the 4095 surgical table could not be located an evaluation by steris could not be performed and a root cause could not be determined. The device history record was reviewed and confirmed the table was manufactured to specifications; no abnormalities were noted. A follow-up report will be submitted should additional information become available. No additional issues have been reported.